Event description:
It was reported that the cot has fallen lateral to the ground during unloading from the ambulance. It was reported the pt fell and bumped their head on the floor. The cot was removed from service. There was reported pt involvement and adverse consequences.

Manufacturer narrative:
Investigation underway.